Event description:
A power surge on the usb port error was reported when a pump was plugged into a computer using tandem source. There was no adverse impact to the customer¿s blood glucose level. Technical support (cts) instructed the caller to try another usb port, check power settings, and use a different computer with a compatible operating system, none of which resolved the issue. Tandem technical support advised the caller to attempt an upload with a different computer and to call back if the issue recurs, and the caller acknowledged the instructions.